Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the procedure & event date? Could you please confirm if it was reported in other complains this issue, is it possible to provide reference number? Did the issue occurred before it was used it in the patient or during use? Please clarify. What do you mean by "the suture is popping off prematurely"? Please explain. What is the lot number? Please clarify device's availability. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture popped off prematurely. There were no patient consequences reported. Additional information was requested.